Event description:
It was reported that a spectrum pump failed to alarm for close door and tubing slot thinks has tube when is not. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem of 'door alarming when shut' was reproduced as a 'door not fully latched' alarm. A review of the event history log (ehl) revealed 'door jammed! ' messages. The cause of the condition was determined to be the link out of adjustment. The link will be readjusted to address this issue. During functional testing, the reported problem of 'tubing slot thinks has tube when is not' was reproduced at power up as a 'reload set" alarm. A review of the event history log (ehl) revealed 'reload set! ' messages. The cause of the condition was determined to be a faulty inner/outer printed circuit board (I/o pcb). The I/o pcb requires replacement to address this issue. A device history review revealed no issues that could have caused or contributed to the reported issues. Both issues of 'door not fully latched' alarm and "reload set" alarm would not lead to a death or serious injury if they were to recur but could result in a delay in therapy. Should additional relevant information become available, a supplemental report will be submitted.